Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the onetouch verioiq meter was displaying inaccurately low results compared to another meter. This complaint was classified using the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the patient reported having symptoms of having a "headache." The patient reported the alleged issue occurred on (B)(6) 2013 at 9:15am. The patient alleged obtaining readings of "116mg/dl" on the lfs meter compared to "240 and 300mg/dl" on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using self adjusting insulin twice a day to manage his diabetes. The patient reported testing his blood glucose three times a day. The patient denied receiving any medical treatment in response to his symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient and were requested for return. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.